Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report 2916596-2018-00735. This report is being submitted as additional information. Approximate age of device- 1 year and 1 month. A direct relationship between the device and the reported event of suspected thrombus and hemolysis could not be conclusively determined through this evaluation. Evaluation of the patient¿s submitted log files showed that the pump operated above the low speed limit for the duration of the submitted log files and appeared to capture the system operating as intended. The log file recorded a no external power alarm which is captured under (B)(4). The remaining data within the log files captured no atypical alarms. On (B)(6) 2018 the patient was seen in the clinic due to shortness of breath with any activity. The patient¿s map was 83 and she did not have any weight gain. A log file was submitted as a result, which appeared to show the system operating as intended. The patient remains ongoing on vad support. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The pump performance monitoring section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient presented to the emergency room with elevated lactate dehydrogenase (ldh) of 2000 u/l. No pump power elevations were seen; however the patient¿s plasma free hemoglobin and ldh were elevated. Brain natriuretic peptide (bnp) was elevated. Ramp echocardiogram was performed after unspecified medical management, and appeared to be normal. The patient was started on heparin and integrilin infusions and was being monitored. No additional information provided.